Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for hemolysis. His lactate dehydrogenase (ldh) was 1900, and then decreased to 500. The hospital staff determined that the patient's left ventricle (lv) needs to be full of volume. The patient was monitored and his speed was adjusted. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.